Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was not hospitalized and was treated with unspecified antibiotics for the event (further treatment details not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.